Event description:
It was reported that a patinet developed a rash covering the body approximately 1.5 months following placement of pepgen p-15 putty bone grafting material into a perio defect. The patient was referred to an allergist, though the type of treatment administered is unknown and the rash is still present. As of this report, the material is still in place and performing as intended.